Manufacturer narrative:
2/9/1998-supplemental report #1 submitted to FDA. The reported condition was not confirmed.

Event description:
The device was used during a low anterior resection. Reportedly, the instrument did not fire. No pt injury reported.